Event description:
It was reported that this brady lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information was received indicating that this lead was an attempted implant in left bundle due to helix would no longer extend and retract. When the lead was removed from the catheter, the helix was tissue bound, and the physician was unable to remove the tissue. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead ectrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed helix was deformed hence helix mechanism test was unsuccessful. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information was received indicating that this lead was an attempted implant in left bundle due to helix would no longer extend and retract. When the lead was removed from the catheter, the helix was tissue bound, and the physician was unable to remove the tissue.